Event description:
Reported one false positive result on sofia sars antigen test. Patient was asymptomatic. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.